Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 : reference manufacturer report: 1627487-2018-01714. It was reported during the patient's scs trial procedure the doctor was unable to place the trial leads in the epidural space. After several attempts the procedure was abandoned due to the scar tissue and restriction within the epidural space. The patient had no complications from the procedure.